Manufacturer narrative:
The insulin pump was received with the following physical damage: minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call the insulin pump had physical damage. The customer's blood sugar was 225mg/dl at the time of call. Trouble shooting was performed and found the reservoir compartment's o-ring came out. The reservoir locks but is not stable and is loose. Advice to discontinue use of the insulin pump and revert to backup plan. Advised the insulin pump will need to be replaced. The insulin pump was returned for analysis.